Event description:
The pump was explanted and returned to the manufacturer after an implant duration of 4 months. No reason for the explant was given.

Event description:
Additional information from the hcp reports "large abdominal pocket around pump system size approximate of football." The pt treatment involved removal of the pump and blood work-cbc,esr. The results were not reported.